Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the device was damaged which resulted in inability to deploy the suture, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the assembly could not be inserted. Following the removal of a short sheath, an attempt was made to insert the assembly into the artery; however, insertion was unsuccessful. The guidewire was replaced with a stiff guidewire, but the assembly still could not be advanced. The device was not deployed. Hemostasis was achieved successfully through manual compression alone. The estimated blood loss was less than 250 cubic centimeters. The procedure performed prior to attempted deployment of the device was a permanent pacemaker implantation. A pre-deployment angiogram was conducted. The ancillary sheath size used was 6 french. The puncture site was located distal to the inguinal ligament of the right common femoral artery. The vessel diameter was measured at 7 millimeters. The event occurred intra-procedurally. No additional equipment or devices were used in conjunction with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.